Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer performed a reset on the pump; however, the malfunction recurred. Technical support arranged for the pump to be replaced, confirmed the shipping address, and provided instructions on returning the problematic pump. The customer will use multiple daily injections as a backup therapy until the replacement pump arrives.